Event description:
A peritoneal dialysis registered nurse [(pdrn)] reported that a patient had an initial diagnosis of peritonitis on (B)(6) 2021. The patient was seen in the pd clinic on (B)(6) 2021 (symptoms not provided). A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and rifampin (dose, frequency, and duration unknown). The culture resulted positive for methicillin-resistant staphylococcus aureus (mrsa). A repeat culture was obtained on (B)(6) 2021 and showed the mrsa infection had not resolved. The patient continued with antibiotic therapy. On (B)(6) 2021 another repeat culture was obtained. This culture showed no growth, and the peritonitis was determined to be resolved. The pdrn stated the cause of the peritonitis could have been the patient not masking. The patient did not recall any breach in aseptic technique. The patient was re-educated on proper techniques of pd therapy.